Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high threshold and intermittent capture. The lead was not used and a new lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.evaluation description: analysis was normal. No anomalies were found.